Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this device, the right ventricular lead was noted to have dislodged twice, however was able to be implanted with success during the procedure. However, after the implant, the patient's blood pressure dropped, the patient was intubated, a peri-cardio-centesis was performed. The day after this implant surgery, the patient had a coronary artery bypass graft. The doctor who performed the coronary artery bypass graft noted and treated two perforations that were created during the implant procedure of this device. One perforation was noted in the right atrium and the other in the right ventricle. The cause of the perforation is currently unknown, however, likely occurred during the implant procedure.